Manufacturer narrative:
This is an addendum to the initial MDR to document additional information reported to davol by the patient: as reported during a gallbladder removal procedure, post composix kugel hernia patch implant, the surgeon allegedly cut through a portion of the patch, which he later sewed back together. The warning section of the IFU states, "do not cut or reshape the bard composix kugel hernia patch, as this could affect its effectiveness. Care should be taken not to cut or nick the posiflex monofilament. If the posiflex monofilament is cut or damaged during insertion or fixation, additional complications may include bowel or skin perforation and infection." As reported by the patient she is not currently being treated by her surgeon or other doctor. Based on this additional information this complaint remains inconclusive. If additional information is obtained, a follow up MDR will be submitted.

Event description:
This is an addendum to the initial MDR to document additional information reported to davol by the patient: on (B)(6) 2003 - the patient underwent repair of abdominal incisional hernia with bard composix kugel hernia patch as well as removal of her ovaries performed in conjunction with the hernia repair. Patient stated the colon had adhered to the ovaries and created a fistula, therefore necessitating removal. In 2005 - the patient underwent a gallbladder removal due to diagnosis of an obstruction which caused the gallbladder to enlarge. Patient reports, per her operative note, upon entry into the abdomen the surgeon encountered the previously placed bard composix kugel hernia patch and had cut through a small portion. Per the patient, the operative note indicates the surgeon realized access could not be gained through the mesh and the mesh was sewn back together and the wound closed. Patient states in follow up with the surgeon he indicated he did not disturb the mesh during this procedure. The patient alleges that in 2014 she began experiencing intermittent pain and swelling, which increased after a colonoscopy procedure in (B)(6) 2015. Currently, the patient alleges that she is experiencing intermittent pain in the lower abdomen when she is exercising and is concerned there may be an issue with the mesh. She reports that a CT scan and an x-ray were both inconclusive and that she was treated with antibiotics for suspected diverticulosis. She states that she takes otc tylenol for pain and that bowel rest by way of liquid diets has helped resolve the pain. She reports that there has been no further evaluation by the surgeon or other doctor.

Manufacturer narrative:
As reported by the patient, her surgeon states that there is no indication the mesh would be the cause of her ongoing pain. Based on the additional information provided the cause of the patients reported pain remains inconclusive. If additional information is obtained, a supplemental MDR will be submitted. Note: the patient's date of birth that was initially reported (other relevant history) is incorrect. Her actual date of birth has not been provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
This is an addendum to the previous reports to document additional information provided by the patient: on (B)(6) 2015 the patient reports that she underwent a procedure to repair a new inguinal hernia. The patient reports that the surgeon noted the edges of the previously implanted composix kugel patch to be slightly curled; however, there was no evidence of protrusion or other indication the mesh would be the cause of the patient's ongoing pain. The patient reports that per her surgeon the mesh was not removed as it would be too difficult to remove. Additionally, the patient was noted to have "very little" adhesions despite her multiple previous surgeries. The patient describes the pain as "throbbing" and not burning or shooting. At 4 weeks postoperative the patient reports that she continues to have pain and states it is the same pain she had prior to the surgery.

Event description:
The following was reported to davol by the patient. The pt alleges that in 2003 she was implanted with a bard composix hernia patch. She further alleges that in 2014 she began experiencing intermittent pain and swelling in the lower abdomen, which has recently increased in severity. Pt reported that the pain increased after a colonoscopy procedure she had in (B)(6) 2015. The pt reports that she is not currently seeking treatment for her symptoms.

Manufacturer narrative:
This is an addendum to the previous reports as additional information was provided. Based on the available information it is unclear what caused the reported bowel perforation and what "brittle" mesh is referring to. As previously reported during a gallbladder removal procedure in 2005, post mesh implant, the surgeon cut through a portion of the patch, the surgeon realized access could not be gained through the mesh and the mesh was sewn back together and the wound closed. At this time it is unclear if this may have contributed to the patient's current condition. The contact states that additional surgery will be performed and that medical records will be provided. To date no medical records have been received, if / when additional information and / or medical records are received, a supplemental MDR will be submitted. Based on the additional information provided the file remains inconclusive.

Event description:
This is an addendum to the previous reports to document additional information provided: (B)(6) 2017 - the patient was diagnosed with a bowel obstruction, small bowel perforation x2 and underwent an unspecified surgical procedure which included "cutting above the bard composix kugel hernia patch" and repair of the small bowel perforation sites. It is reported, the patch "was brittle" and the surgeon trimmed the brittle pieces. As reported, the patient is scheduled to have the patch removed in its entirety. The date of the explant procedure has not been determined.

Manufacturer narrative:
As reported, the pt is not currently being treated for her symptoms and no medical/surgical intervention has taken place. The mesh remains implanted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time, based on the info provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's alleged pain and swelling. Note: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.